Event description:
On 12/7/2022, it was reported by a distributor via email that (2) ar-8926ss knotless tightrope syndesmosis repair suture broke off during the final tightening step. This was discovered during an ankle fracture procedure on (B)(6) 2022. Case was completed by using a new tightrope.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual evaluation, it was noted that the white suture was cut. Sutures of the remaining portion were not returned for evaluation. The most likely cause can be the result of another close-range sharp device that cut the suture.